Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that prior to use cardiosave intra-aortic balloon pump (iabp) had missing 2 EKG cables & blood pressure cable. No patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) arrived on site unable to reproduce issue customer reported. Input signals verified. Completed repair with all functional and safety tests per manufacturer specifications.

Event description:
N/a.